Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of headaches and non-malignant pain. It was reported that the patient indicated that they fell a month ago, and a s a result their pain came back on the right side. The rep met with the patient on (B)(6) 2017 and tested the impedance and found electrodes 8-15 were greater than 20k ohms. The information was forwarded to the patient's healthcare provider (hcp) as they will likely need a revision. The patient had an appointment on (B)(6) 2017 with the hcp. No further complications were reported.